Event description:
A biomedical engineer reported the unit had no phacoemulsification power during a cataract procedure. The handpiece and tip were exchanged without resolution. The system was rebooted and they were able to complete the procedure with no impact to the pt. The facility's sales rep came to the facility and discovered that the doctor's settings had been changed which caused the reported problem. The doctor was used to a different outcome when pressing on the footpedal. They believe this was a user related issue, however, they were not sure how the settings were changed.

Manufacturer narrative:
The company service rep examined the system and no problems were found. Preventive maintenance (pm) was performed. The company rep tested the customer's phaco handpieces and not problems were found. The system was then tested and met all product specifications. The customer reported event of loss of phaco power was not able to be confirmed. However, further info noted when the company sales rep visited the customer facility, it was noted that the doctor's settings for the system had been changed. The customer does not know how the settings were changed. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause cannot be determined conclusively. (B)(4).